Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose of 29 mmol/l and was admitted to the hospital on (B)(6) 2015. Customer's father called and stated that the customer felt unwell yesterday and her blood glucose was high after changing her set before bed. The high blood glucose continued during the day and her ketones were raised. Customer is off the pump now and currently on an IV. Customer's blood glucose is coming down and it was okay for her to come off the insulin drip. Customer's blood glucose was 9 mmol/l and she went back on the pump. Customer went home but later went back to the hospital at 2 am because her blood glucose had risen to 25 mmol/l. The customer noticed that insulin was pouring out from the set change. Customer did not receive a compromised force sensor system while priming the set. Customer was advised that the pump will need to be replaced.